Event description:
It was reported that a patient presented to clinic with high pacing threshold noted on their right ventricular (rv) lead. On (B)(6) 2021, the physician elected to cap and replace the rv lead. The patient condition was stable.